Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a cgm accuracy issue which occurred 2 days after the sensor was inserted into the abdomen. On (B)(6) 2024, the patient was working in the garden, when his cgm alerted to a value of 80 mg/dl, and then 78 mg/dl. The patient went inside to eat, and the cgm alerted again at 73 mg/dl. No bg meter comparison was taken at this time. Despite this, the patient alleged a cgm inaccuracy issue. The patient then self-treated with orange juice. After this, he suddenly lost consciousness and fell. The patient's son called emergency medical services (ems). The patient had regained consciousness by the time ems arrived. Ems transported the patient to the emergency room (ER). The patient could not recall if ems provided him with any medication or treatment. At the ER, the patient's bg meter reading was 132 mg/dl. It was also discovered the patient suffered from a broken leg due to the fall he had when he lost consciousness. The patient was discharged home after 2 days. The patient was in stable condition at the time of report. It has been reported that there was a difference in readings of 50 points. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.